Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 10-feb-2022, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "medstation es main (medstation c1 had a failed drawer recently where the failure would not recover)" was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order: (B)(4), the fse replaced the worn retractor band and the solenoid plunger due to a sticking hook, then reseated the row board connections. The drawer now works as expected. During dchu visual inspection: pn: 353844-01: the "assy retractor dwr hh cubie" was received with copper strands in contact with adjacent copper strands. Pn: 119981-01: the "assy plunger w/square clip" was received in good conditions with no broken or missing component. During dchu testing: pn: 353844-01: the testing from dchu was not required due to the signs of thermal damage observed on the copper strands during the visual inspection. Pn: 119981-01: the plunger was mounted on a functional solenoid, which was installed in a drawer of a medstation dchu unit, where the drawer was opened and closed in the hardware test application without any issues. Root cause: the root cause of the reported complaint was due to short between adjacent copper strands of the "assy retractor dwr hh cubie" (pn: 353844-01) which led to the observed thermal damage and compromised the drawer's communication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to recover, which located on c1. The customer attempted to reboot the station and tried to recover the drawer, but the issue persisted. As per part investigation, it was determined that there was a short between adjacent copper strands of the assy retractor dwr hh cubie which led to the thermal damage. There were no adverse events or injuries reported based on this event.